Event description:
Laboratory personal noticed several high troponin results in a row. Another personal checked the wash one reagent level on centaur and found that it had depleted, although the low level alarm did not go off. Both personal ran the low control, which was high so they stopped running troponins. Wash one was replenished, primed, controls reran, and then reran all values in question. The problem was only limited to four patients, and the reports were corrected to each of the four patient's caregivers.